Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to a high right ventricular (rv) threshold alert. When checked, the lead showed var ying thresholds when isometrics were performed. There is concern that there may have been a perforation at some point. The rv lead remains in use. No further patient complications have been reported as a result of this event.